Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the analysis results confirmed that the instrument was returned non-functional. The instrument was cycled and fed four conforming clips. One advancer bypass issue was noted. The jaws jammed in the closed position due to the bypass issue and the trigger had to be manually assisted to re-open the jaws. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device jammed. Another device was used to complete the case with no patient consequence.